Manufacturer narrative:
During inspection and testing, service confirmed the power switch was defective and broken on the outside, and the contacts were burnt on the inside. The cable was damaged. The contacts of the circuit breakers were discolored and there were deposits in the fuses. The front part and handle of the device were broken. The pump flow rate was too low. The rear panel, base, and cover demonstrated slight signs of corrosion. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the power supply of the subject device was defective. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service found that the spare lamp was missing. This report is being submitted for the malfunction found during the evaluation of the device (spare lamp missing). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Multiple attempts were made to obtain additional information regarding the event but were unsuccessful. If additional information becomes available, this report will be supplemented accordingly. The device history record (DHR) was unable to be reviewed for this device as it was greater than 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.